Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp)with cholangioscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the spyscope ds was used to cannulate a previously accessed ampulla. Cannulation was difficult due to bile stones and inflammatory stricture. The spyscope ds eventually passed the ampulla and a bsc electrohydraulic lithotripsy (ehl) probe was then advanced through the working channel. After several cannulations and multiple passes through the bile duct, a material was seen protruding from the working channel of the spyscope ds. The device was removed from the patient. The spyscope ds was checked and it was noticed that the working channel sleeve was protruding from the device. Reportedly, no part of the device detached and the procedure was completed with a second spyscope ds. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the spyscope ds found that the working channel sleeve extended from the distal cap when received. The distal tip articulated without issue. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel without issue. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly. The distal cap was removed from the catheter for examination. The catheter was cut open to expose the working channel sleeve. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the most probable root cause is "manufacturing". An investigation addressing this issue has been completed. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exists for the specified lot.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp)with cholangioscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the spyscope ds was used to cannulate a previously accessed ampulla. Cannulation was difficult due to bile stones and inflammatory stricture. The spyscope ds eventually passed the ampulla and a bsc electrohydraulic lithotripsy (ehl) probe was then advanced through the working channel. After several cannulations and multiple passes through the bile duct, a material was seen protruding from the working channel of the spyscope ds. The device was removed from the patient. The spyscope ds was checked and it was noticed that the working channel sleeve was protruding from the device. Reportedly, no part of the device detached and the procedure was completed with a second spyscope ds. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.